Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the end of the needle broke in the patient during use. They have to look for the end of the needle and it delayed the end of the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the end of the needle broke in the patient during bowel anastomosis. They have to look for the end of the needle and it delayed the end of the surgery. X-ray was performed to locate the needle. The needle was retrieved.